Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating pancreatic vessels during an open distal pancreatectomy, clips were able to be fired from the device but some clips were malformed and slipped. It was stated that clip did not hold tightly enough and detached from the vessel. Another device was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with two remaining clips. Visual inspection of the instrument revealed no abnormalities. During functional testing a clip misloaded during the firing cycle. A manufacturing fault was identified during product analysis. Carrier misalignment causing clips to misload. Improvements have been implemented to mitigate this condition. If information is provided in the future, a supplemental report will be issued.